Event description:
The event is reported as: alleged issue: "customer reported that staples did not hold on pt and instead popped out." No pt injuries reported. Pt current condition is fine. Add'l info requested.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.